Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 6 months post implant of this aortic bioprosthetic valve, echocardiography performed noted aortic stenosis, severe aortic regurgitation, mean gradient of 15mmhg, peak gradient of 28mmhg, peak velocity of 2.8m/s and left ventricular ejection fraction (lvef) of 31%. Subsequently 2 months 17 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.